Manufacturer narrative:
The field service representative determined that the gear pump pressure was too low and the dryer tips were worn, causing a fluidic failure. He replaced the gear pump head, guage, and rinse station dryer tips. Calibration and quality controls were within the customer's specifications. The correct statement is: the field service representative determined that there was a possible environmental issue as there was a buildup on the sipper probe. He cleaned the sipper probe. He adjusted and verified the alignment of the sipper rinse bath. He ran performance testing and this was within specifications. (B)(4)

Event description:
The customer reported that they received an erroneous result for one patient sample tested for parathyroid hormone - pth, intact (stat "short turn around time") = pth stat. The sample initially resulted as "22 something" pg/ml and this value was reported outside of the laboratory. The physician questioned the initial result, so the sample was repeated. The repeat result was "142 something" pg/ml and this value was believed to be correct. The patient was not adversely affected. The pth stat reagent lot number was 17851902, with an expiration date of 10/31/2015. The field service representative determined that the gear pump pressure was too low and the dryer tips were worn, causing a fluidic failure. He replaced the gear pump head, gauge, and rinse station dryer tips. Calibration and quality controls were within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.